Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 348 mg/dl. The customer was admitted to the hospital. The customer went to the hospital twice on (B)(6) 2016. Customer's blood glucose at time of emergency room visit on (B)(6) 2016 was 114 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis on both incidents. The customer was treated with fluids and insulin via shots. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to up with health care provider concerning high blood glucose. The customer was advised that we are sending set replacements.